Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were inconsistent on the day of the issue. A siemens customer service engineer (cse) was dispatched to the customer site. The issue required multiple visits by the cse. On the last day of service ((B)(6) 2017), the cse replaced the sample probe 2 (s2) mixer and controlled area network (can) board, the cse aligned the sample 1 probe (s1) and s2 probe, ran quick check test, which passed. The cse ran all service methods to verify the mixer is functioning as expected. The cse ran mixer diagnostic alignment test, which passed. The cse ran qc, resulting satisfactory. The cause of the discordant calcium is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2017, the customer obtained calcium results flagged with "abnormal assay" errors on the dimension vista 1500 instrument. The discordant results were reported to the physician(s). Two days later, the customer reran patient samples from (B)(6) 2017, on the same instrument and corrected reports were sent to the physician(s). The customer was unable to provide the initial results. The siemens customer care center (ccc) specialist pulled the instrument data and identified results of patient samples ran on (B)(6) 2017, flagged with "abnormal assay". However, the sample ID's of those patients did not correspond with the corrected reports of samples ID's repeated on (B)(6) 2017. There are no reports of patient intervention or adverse health consequences due to the discordant ca results.